Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during neurosurgery, upon closing of the skin when the doctor passed the point, the suture was broken and the point was not knotted. There was no patient injury.